Event description:
The customer reported that the sample bag inflated with air during setup. Per the customer,no donor was connected to the disposable set. The incident occurred during set up, prior to a donor being connected to the machine,therefore, there is no donor/patient information related to this incident. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: an unused trima set was received for investigation. Upon visual inspection it was noted that the sample bag was inflated. Both white clamps in the inlet line were closed. No other disposable defects were noted with the set. A review of the lot for similar reports was carried out, none have been reported. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the inflated sample pouch experienced by the customer. Root cause: a definitive root cause could not be determined. It is possible for the sample bag to become pressurized during the bag evacuation process if the correct clamps are not closed as indicated by the machine's screen prompts.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Root cause: the physical evidence provided by the returned kit and analysis of the run data file conclude that the air in the sample bag was due to the line to the sample bag not being fully occluded by the white clamp. Correction: a voluntary medical device product recall was released by terumo bct on (B)(6) 2014 to communicate more information about the "air in the sample bag safety alert" to the customer. Terumo bct provided re-training to the air reduction mitigation procedure at the customer's site. Corrective/preventive action: an internal CAPA has been initiated to address corrective and preventative actions for air in the sample bag.